Event description:
Reported one false positive sars result. The customer communicated the result tested negative by pcr and repeat testing.

Manufacturer narrative:
Investigation summary: raw data review shows a mixture of positive and negative results for sars. Retain testing yielded expected results. No false positives were observed in either the negative control of negative utm samples tested. Unable to duplicate customer complaint. Those type of samples may be close to the assay's limit of detection. Root cause: cnd w/ retains;unable to determine. Source: email.